Event description:
It was reported that the leads were explanted on (B)(6) 2014 due to lead migration. They were replaced with a surgical paddle. There were also x-rays performed. The patient was experiencing pain and less than 50% therapy relief at the lead location. The patient status was listed as alive with no injury. It was further reported that the implantable neurostimulator (ins) was not working and the lead migrated around christmas time. The patient had the same ins and the leads were replaced. There was no mention of a fall or accident before the lead migration. It was further reported that there was no problem with the implantable neurostimulator and the patient was doing well at the time of the report. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6 )2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6 )2013, explanted: (B)(6 )2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).